Event description:
It was reported that this right atrial (ra) lead was repositioned due to cardiac perforation of atrial wall. Perforation was confirmed via x-ray. Patient experienced pain and discomfort. No additional adverse patient effects were reported.